Event description:
The user facility reported that their v-pro sterilizer started smoking. The user facility dispatched the fire department. The fire department arrived; the building was not evacuated. No injuries or procedural delays/cancelations reported.

Manufacturer narrative:
A steris service technician inspected the unit and found oil to be leaking through the filters. The technician replaced the filters and oil and returned the unit to service. The sterilizer is under steris service contract and routine preventive maintenance was performed on (B)(6) 2013 when the unit was found to be operating properly. During this pm the oil and filters were changed. The technician stated that during a previous service repair a drain plug o-ring was pinched and required replacement. The technician stated that the drain plug o-ring may have been pinched again during the (B)(6) 2013 pm. The vacuum pump oil is non-toxic and not considered hazardous; the amount emitted and the frequency at which it occurs is limited. In sensitive individuals short term nuisance effects may occur (i.e. Headache) with no expected long term effects.